Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / local pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("severe fatigue"), heavy menstrual bleeding ("heavy menstrual bleeding"), endometriosis ("endometriosis"), disturbance in attention ("difficulty concentrating"), musculoskeletal pain ("diffuse skeletal joint pain"), acne ("pimples on the stomach"), depression ("depression"), abdominal pain upper ("stomach pain") and hiatus hernia ("hiatus hernia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy) and treatment for depression. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, heavy menstrual bleeding, endometriosis, disturbance in attention, musculoskeletal pain, acne, weight increased and abdominal pain upper had resolved and the depression and hiatus hernia had not resolved. The reporter provided no causality assessment for abdominal pain upper, acne, depression, disturbance in attention, endometriosis, fatigue, heavy menstrual bleeding, hiatus hernia, musculoskeletal pain, pelvic pain and weight increased with essure. The reporter commented: on the source document were received two different health authorities number: (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2111270) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / local pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("severe fatigue"), heavy menstrual bleeding ("heavy menstrual bleeding"), endometriosis ("endometriosis"), disturbance in attention ("difficulty concentrating"), musculoskeletal pain ("diffuse skeletal joint pain"), acne ("pimples on the stomach"), depression ("depression"), abdominal pain upper ("stomach pain") and hiatus hernia ("hiatus hernia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy) and treatment for depression. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, heavy menstrual bleeding, endometriosis, disturbance in attention, musculoskeletal pain, acne, weight increased and abdominal pain upper had resolved and the depression and hiatus hernia had not resolved. The reporter provided no causality assessment for abdominal pain upper, acne, depression, disturbance in attention, endometriosis, fatigue, heavy menstrual bleeding, hiatus hernia, musculoskeletal pain, pelvic pain and weight increased with essure. The reporter commented: on the source document were received two different health authorities number: r2u1270 and r2111270. Correct health authority number is r2111270 and not r2u1270, confirmed by local pharmacovigilance. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: correct health authority number is r2111270 and not r2u1270, confirmed by local pharmacovigilance. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 10-jun-2021. The most recent information was received on 22-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / local pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("severe fatigue"), heavy menstrual bleeding ("heavy menstrual bleeding"), endometriosis ("endometriosis"), disturbance in attention ("difficulty concentrating"), musculoskeletal pain ("diffuse skeletal joint pain"), acne ("pimples on the stomach"), depression ("depression"), abdominal pain upper ("stomach pain") and hiatus hernia ("hiatus hernia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy) and treatment for depression. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, heavy menstrual bleeding, endometriosis, disturbance in attention, musculoskeletal pain, acne, weight increased and abdominal pain upper had resolved and the depression and hiatus hernia had not resolved. The reporter provided no causality assessment for abdominal pain upper, acne, depression, disturbance in attention, endometriosis, fatigue, heavy menstrual bleeding, hiatus hernia, musculoskeletal pain, pelvic pain and weight increased with essure. The reporter commented: on the source document were received two different health authorities number: (B)(4). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.